Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient experienced issues with infusion set. The infusion set came off on (B)(6)2025 because it got caught off to a furniture. No further information available